Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged that a patient a result of 225 mg/dl on the inform system at 1:58 am when the patient was unresponsive. The reporter stated that the patient was incubated and put on a ventilator. Reporter stated that blood was drawn for a lab test at 2 am, but the results were not reported until 4:06 am. Reporter stated that the patient was treated with d-50 after they repeated the test with a result of 18 mg/dl at 4:06 am. Reporter also believed that the patient was probably hooked up to IV fluids. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that she does not have the strips to return, so no product will be returned for evaluation.